Manufacturer narrative:
D9: (B)(6) 2024. H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found water leaking from the reservoir gasket, water tank cover was cracked on the left side corner, faded line cord, faded pole camp, and reflux plug was missing. Functional testing found the temperature was not going up. The complaint was confirmed. Root cause was attributed to a faulty printed circuit board (pcb). The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Replaced pcb, water tank cover, line cord reflux plug, reservoir gasket and o-rings. Performed preventative maintenance and calibration. Device passed functional testing after the completed repairs.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not passing over temperature. Patient involvement unknown.